Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis needs to be synchronization, the technical support specialist (tss) logged into the station and applied knowledge article "proper data sync 2.0 procedure ". After implementing the documented steps, verified with the customer that the station was operating as expected and functionality was fully restored. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system required synchronization as patients were not populating in the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.